Event description:
It was reported that the needle 21x1 ll eclipse experienced foreign matter on device cannula. The following information was provided by the initial reporter: material with appearance of dirty.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-08. Investigation summary: samples received for investigation, it was possible to confirm the deviation through the analysis of the sample sent by the customer. It was performed the DHR, quality notifications and maintenance records were checked, and no potency records related to the failure were found. The process was evaluated and according to the investigation carried out, a possible cause of the defect could have been a screwing caused in the loader's transport belts. This happens because the part enters the loader badly positioned, causing the screwing and the part gets damaged with a burnt material appearance. When unscrewing the part, the operator should discard the screwed part, thus preventing it from being packaged. The current controls to detect the incident are performed through visual inspection. Corrective action, the operators of the production line will be notified of the occurrence. The reported incident will be monitored for trend assessment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 21x1 ll eclipse experienced foreign matter on device cannula. The following information was provided by the initial reporter: material with appearance of dirty.